Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.

Manufacturer narrative:
(B)(4). No reagent or samples were returned. Testing was performed using an in-house file kit of architect anti-hcv lot 93772hn00. Sensitivity panels a and b and 2 seroconversion panels (B)(6) were tested. The results for the sensitivity panels were in acceptable performance range. The seroconversion panel results showed the same bleeds were found reactive compared to historical data. Therefore there is no indication that the analytical or clinical sensitivity of architect anti-hcv lot 93772hn00 is compromised. A review of customer field data retrieved from abbott link for the timeframe from (B)(6) 2011 identified that for 59,717 test points with interpretation nonreactive the frequency of occurrence of error code 1005 was 0.015 % with lot number 93772hn00 which is comparable or better than with reference lots. The mean rlu value for the non-reactive samples was calculated and showed that the mean is similar to the normal rlu values observed for your non-reactive population. Therefore, no problem was identified with lower rlu values in the field data analyzed. Complaint trending data was reviewed and no adverse trends were identified. The architect anti-hcv reagent package insert was reviewed and was found to adequately address the issue of discrepant results. The investigation did not identify a product deficiency.

Event description:
The account stated that a (B)(6) architect anti-hcv result (B)(6) was generated. The sample was repeated and a (B)(6) was generated. The (B)(6) result was reported and there was no impact to patient management.